Event description:
It was reported that during monitoring of the patient for eeg, it was noticed that the patient experienced bradycardia before some seizures. The physician who had observed this did not see any consistent pattern and thought that it was likely not associated with vns therapy. No additional relevant information has been received to date.

Event description:
Follow up with the patient's physician revealed that the bradycardia appeared unrelated to vns stimulation. It was stated that the patient had pulmonary hypertension. It was reported that the bradycardia appeared related to the patient's seizures and was independent of vns activity.